Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number 07k78-78 that has a similar product distributed in the us, list number 07k78, with 510k number k983424.

Event description:
The customer reported false positive architect total b-hcg on a patient, that was reported to medical provider and provided the following data: sid (B)(6), 52 years old female, initial result = 900 miu/ml, repeat results =20 miu/ml colloidal gold method = weak positive . The customer reference range; >10miu/ml there was no reported impact to patient management.